Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('some of the portions of the coil did fracture / three spiral shaped segments of non-ferrous metallic foreign body material consistent with essure micro-insert birth control device') and device expulsion ('dislodged essure / displaced essure device bilaterally / the essure device was minimally within the tubal ostia however the majority was in the endometrium cavity on the right and left') in an adult female patient who had essure (batch no. 629145) inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/ pain pelvic/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy (uterus only) - hysteroscopy). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device breakage, device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jul-2019: plaintiff fact sheet and medical records received : lot number added. Events added- some of the portions of the coil did fracture / three spiral shaped segments of non-ferrous metallic foreign body material consistent with essure micro-insert birth control device, dislodged essure / displaced essure device bilaterally / the essure device was minimally within the tubal ostia however the majority was in the endometrium cavity on the right and left, vaginal haemorrhage, menorrhagia, depression, anxiety. Severity of pelvic pain updated. Insertion and removal dates updated. Concomitant products added. Reporter information, patient details, product indication updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('some of the portions of the coil did fracture / three spiral shaped segments of non-ferrous metallic foreign body material consistent with essure micro-insert birth control device') and device expulsion ('dislodged essure / displaced essure device bilaterally / the essure device was minimally within the tubal ostia however the majority was in the endometrium cavity on the right and left') in an adult female patient who had essure (batch no. 629145) inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/ pain pelvic/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy (uterus only) - hysteroscopy). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device breakage, device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Lot number: 629145 manufacture date:2009-01 expiration date: 2012-01 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('some of the portions of the coil did fracture / three spiral shaped segments of non-ferrous metallic foreign body material consistent with essure micro-insert birth control device'), device expulsion ('dislodged essure / displaced essure device bilaterally / the essure device was minimally within the tubal ostia however the majority was in the endometrium cavity on the right and left') and genital haemorrhage ('general abnormal bleeding') in a 28-year-old female patient who had essure (batch no. 629145) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". Concomitant products included paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/ pain pelvic/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression / psych injury related to essure") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),tubal ligation and supracervical hysterectomy (uterus only) - hysteroscopy). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, general abnormal bleeding. Discrepancy: previously reported hsg test with essure device was successfully occluded in current fu patient reported unknown. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Lot number: 629145; manufacture date:2009-01; expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received . Event : she did not underwent essure confirmation test were added . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('some of the portions of the coil did fracture / three spiral shaped segments of non-ferrous metallic foreign body material consistent with essure micro-insert birth control device'), device expulsion ('dislodged essure / displaced essure device bilaterally / the essure device was minimally within the tubal ostia however the majority was in the endometrium cavity on the right and left') and genital haemorrhage ('general abnormal bleeding') in a 28-year-old female patient who had essure (batch no. 629145) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/ pain pelvic/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression / psych injury related to essure") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),tubal ligation and supracervical hysterectomy (uterus only) - hysteroscopy). Essure was removed on 6-oct-2010. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, general abnormal bleeding. Discrepancy: previously reported hsg test with essure device was successfully occluded in current fu patient reported unknown diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Lot number: 629145 manufacture date:2009-01 expiration date: 2012-01 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6) 2019: pfs received: new events " abdominal pain and general abnormal bleeding" were added. Outcome of event "pelvic pain" was updated as "recovered / resolved". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.